Manufacturer narrative:
The intraocular lens was not returned, therefore product testing could not be performed. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only investigation under this production order. The lens met specification prior to release. Labeling review: the directions for use, (dfu) was reviewed. Amo single-use medical devices are labeled with instructions for use and handling to minimize exposure to conditions which may compromise the product, patient, or the user. When used according to the directions for use, the tecnis itec preloaded delivery system minimizes the risk of infection and/or inflammation associated with contamination. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation the cause of the complaint could not be determined and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the surgeon that a patient implanted with a tecnis one piece intraocular lens, (iol), model zcb00 experienced an allergic reaction/skin reaction at the eye lids/conjunctiva. In follow up, the model of the lens was actually confirmed to be a model pcb00. The surgeon explained to the patient that, according to his opinion, this reaction was most unlikely related to the implanted iol. Nevertheless, the patient's skin doctor persists to receive the components/ingredients that are contained in the iol to rule them out as a possible root cause for the reaction. Possibly the patient has a preservative agent allergy. It is very unlikely that the patient has a reaction to the iol as the intraocular results are without pathological findings. No intraocular reaction has occurred. An explant of the iol is not planned. No further information was provided. A separate MDR has been filed for the companion lens implanted in the patient's right eye.